Event description:
A customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that customer's device was not able to power on and that the device was showing all three icons (attention, charge-pak and service wrench). In this state the device may not be able to provide defibrillation therapy if it were needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Due to character limitations initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). A stryker service representative performed an initial evaluation of the customer¿s device and verified that customer's device was not able to power on and that the device was showing all three icons (attention, charge-pak and service wrench). Stryker further evaluated the customer¿s device at the product assessment center (pac) and the root cause of the reported issue is determined to be to the hybrid layer capacitor (hlc) which is permanently damaged due to poor maintenance which allowed the hlc to fully deplete. The customer was provided with a replacement device.